Event description:
Additional information was received from the health care provider of a clinical study reporting that the outcome was unresolved with no further action planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: 3389-28, lot#: va2hqz2, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(6), ubd: 13-nov-2025, UDI#: (B)(4). G2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during surgery, they saw high impedances on contact 2. Since they did not use the contact, there was no clinical inconvenience. No actions were taken, and the issue was considered resolved.